Event description:
Tablet data for the generator was received and reviewed by the manufacturer. Review of the decoded programming data confirmed that the battery was depleting more quickly than expected. Impedances were within normal limits throughout the provided programming history. No high impedance was observed in the generator's internal history data. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No known surgery has occurred to date. No additional, relevant information was received to date.

Event description:
The patient underwent vns generator replacement surgery due to battery depletion. During attempts for product return, it was revealed that the facility historically discards explanted products in surgery.

Event description:
Clinic notes were received for a patient's referral for battery replacement surgery. The patient's generator was interrogated to be showing 5-11% battery life remaining, and it was reported that the battery seemed to have depleted quickly as the implant was only placed 3 years ago. A review of the device history record indicated that the generator had been laser-routed which has been shown to produce excess debris on the circuit board. This debris may lead to excess current draw from the generator, which can deplete the battery prematurely. A battery life calculation was performed where the last programming settings provided to the manufacturer was from 2017. The battery life calculation estimated approximately 6.1 years remaining until the near end of service condition. No known surgery has occurred to date. No additional, relevant information was received to date.